Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to dehiscence of the implant site and a possible infection. Wound secretion was tested in the laboratory, which revealed leukocytosis. The was no evidence for the presence of crp (c-reactive protein). The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.